Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. Investigation: samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4). There are no units in stock in b. Braun surgical's warehouse. We have received an open and empty pack. The support cardboard has been visually analyzed and we can see that there are no marks of the needle in it. In consequence, a suture was never placed in it. As no other complaints have been received we consider that this is an isolated and accidental unit not correctly discarded by the winding machine. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of sample received does not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
It was reported that the pack is empty. The reporter indicated that there is no product in the packaging. The event occurred during a surgical procedure with no patient injury or harm.